Event description:
Our office in (B) (4) reported that a non-vented lens cup for use in a hydrogen peroxide disinfection system 'exploded', causing the lenses to pop out of the case. The reporter had been using the same case for over 6 months without once rinsing it with water. The 'explosion' occurred while the case was being carried around inside a handbag. No pt injury was reported. The device was not available for inspection.